Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply. The returned start-x tip satelec insert 3 is actually broken in the middle of the active part. No material defect was found during analysis of the rupture pattern. No unused device is available for possible evaluation. The batch number is unknown, DHR cannot be reviewed. The customer said having used this insert compatible satelec with an ems generator. Both turn out to be not compatible. We can consider that the root cause of the breakage is misuse. For information, we suggest the customer to order the start-x tips ref. A0661 (and not a0660) which are compatible with ems generators.

Event description:
In this event it was reported that a start-x tip broke during use; no injury resulted and all the broken parts have been retrieved from the patient's mouth.